Event description:
Customer medwatch report states "the nurse was trying to release an air bubble from the IV tubing by flicking it with his finger. The tubing burst spraying blood on the floor and the IV pump. The nurse stopped the leak and ended the transfusion." There was no report of pt or user harm and no medical intervention was reported. The customer states that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The set has been rec'd but it has not been evaluated yet. A f/u report will be submitted with failure investigation results once the eval has been completed.